Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon opening the package, black part of inflation pump was found to be broken and chipped.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was broken. Pmv performed functional testing using a test insufflation bulb the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken insufflation bulb may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.